Event description:
It was reported that a patient experienced peritonitis manifested by turbid drainage coincident with peritoneal dialysis (pd) therapy. Pd therapy was ongoing. The patient did not require hospitalization. Two days after onset, the patient was treated with cefamezin (1gm, once daily, route and duration not reported) and gentamycin (40mg, once daily, route and duration not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.